Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient could not recall when the alleged meter issue began. The patient stated that she manages her diabetes with oral medication (type/dose not specified). She denied taking any action regarding her normal diabetes management regimen in response to the alleged issue. As a result of the alleged issue, the patient developed ¿blurry vision¿; symptom she associated with high blood glucose. In response to her reported symptom, the patient claimed she consumed 3 garlic cloves. The patient could not recall the exact date the incident occurred. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct testing process was being followed. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.